Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the screw loosened at t3 sometime post-op. Bone union had not occurred. The surgeon felt that the screw loosening was caused by the non-union. No patient complications were reported.

Manufacturer narrative:
Films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Visual and optical examination did not identify crack, fracture or breakage. Mas witness marks typical of full tightening noted on both mas crowns. Functional evaluation with sample set screw. One mas would not allow full engagement of a sample set screw, upon further inspection, this was due to localized damage to the thread. No issue with full engagement noted on the second mas. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information. Films supplied found: multiple ap and lateral x-rays of occiput to t3 complex posterior fusion with lateral screws and pedicle screws. Upper and lower constructs are noted through lateral connectors at about c5. Rods are seen to have broken just above the level. Rods appear to have loosened from lower t3 screws bilaterally and slid caudally (unless construct has been revised in later pictures).